Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the insulin gauge was inaccurate and static. The customer¿s blood glucose was 194 - 197 mg/dl. Customer continued to use the existing cartridge and pump for insulin therapy.